Manufacturer narrative:
(B)(4) on an unreported date, the patient experienced a hernia. The initial reporter declined to provide additional information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia worsened with peritoneal dialysis therapy. On an unreported date, the patient underwent a hernia repair surgical procedure. Peritoneal dialysis therapy was ongoing at the time this report was received. It was not reported if the patient was recovered or was recovering from the event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem; however, a similar complaint unrelated to the reported problem was revealed. Should additional relevant information become available, a supplemental report will be submitted.